Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. The distal tip of the device was observed to be deformed. The device is reusable, and the lot number suggests that the device is 5 years old. It is possible that the device was mishandled or dropped during reprocessing of the device. However, given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that it was noticed during an acl reconstruction procedure that the customer's milagro advance modular driver was bent at the distal tip. The sales rep did not know how the device became bent. The sales rep stated that they attempted to use the device, but the screw would not stay on. The case was completed with another like-device with no patient harm or delay. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.